Event description:
Rn reports a transfer set with a leak in the twist clamp area. Noted during use. The patient received a transfer set change. No patient injury or medical intervention was reported per rn.